Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned rad-97 was evaluated. The device was unable to obtain pulse rate measurements due to an instrument board component failure. An error message was displayed on the monitor when the pr measurements were not able to be obtained. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "measurement aborts after a short time." There was no patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6) h3 other text : device not returned

Event description:
The customer reported the rad-97 "measurement aborts after a short time". There were no patient impact or consequences reported.